Event description:
It was reported that a lead reposition was performed due to low rv sensing amplitude. Upon revision, the helix would not retract. The lead was explanted.

Manufacturer narrative:
The helix anomaly was confirmed. Mechanical and visual inspection found the helix clogged with body fluid/tissue, preventing it from retracting. The distal coil wires were broken as a result of an over-torque condition. The outer insulation was abraded at 52.5 cm from connector due to friction to another device.